Event description:
During a stenting treatment procedure it was not possible to advance the wallstent over the guidewire. The end of the guidewire seemed to be too thick. The guidewire was exchanged and the procedure was successfully completed. No pt injury or complications were reported.